Event description:
It was reported that the patient had an allergic reaction - there was itching at the refill site; this was the first time that this had happened. The patient also had overdose symptoms of dizziness and drowsiness. 911 was called and the patient was treated at the local ER (emergency room). It was noted that there was ¿overinfusion after pump refill¿. The patient status was reported as ¿alive-no injury¿. The device system was delivering hydromorphone, clonidine, and bupivacaine. It was later reported that no diagnostics had been performed to determine what caused the overdose symptoms. The physician assumed that it was the overinfusion that caused the itching; no new drug was added to the pump at the refill visit. As of (B)(6) 2014, the patient was reported to be doing okay and receiving pump therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that it was determined by the healthcare provider (hcp) that his temporary change in ultrasound technique caused overinfusion in the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Correction: : intervention req no longer applies. Eval code - conclusion 92 no longer applies. Device codes no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient got really sick after refill and got 30 days of drug. The patient was overdosed after refill. The doctor did not use the fluoroscope. The doctor spoke to the patient for 45 minutes, and said he had made an error. The patient was extremely high and sick. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-dec-2018 that reported the patient¿s pump was replaced due to normal eri (elective replacement indicator). No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.